Event description:
It was reported that on (B)(6) 2011 an implantable stimulator was explanted due to battery life depletion. Impedance values on all leads were greater than 4000 ohms. The device system was replaced and the patient recovered without sequelae.

Manufacturer narrative:
Product ID 3093-28, lot# v104841, implanted: (B)(6) 2008, explanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v104841, implanted: (B)(6) 2008, explanted: (B)(6) 2011, product type: lead. Product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID 3093-28, lot# v104841, implanted: (B)(6) 2008, explanted: (B)(6) 2011, product type: lead. (B)(4).